Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead¿s impedance, sensing and capture threshold values were out of range. The lead was capped and replaced successfully on (B)(6) 2018. During the procedure, the pulse generator exhibited battery longevity anomaly, which might be due to the usage of cautery. The device firmware was re-downloaded to restore the function after the capping procedure. The patient was stable throughout the whole procedure.